Manufacturer narrative:
B2: retention b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they could pee but were having urgency. The patient said that the urgency waked them up. The patient stated that when they increased stimulation they couldn't pee. The patient stated that they are at program 4 at level 0.4 but they couldn't pee, patient said that there was no flow coming out. The patient said that they couldn't find a middle ground. The patient said that when they decreased the stimulation, they could pee but had urgency. The agent reviewed therapy guidelines. The patient increased their stimulation over the phone but said they couldn't pee on a higher level. The patient said that they had been trying to contact a manufacturer representative (rep) for several days through phone and left a message but they still had not received any response. The patient also stated that they changed their program and increased stimulation but were still getting the same. The agent advised the patient to get in contact with their doctor to seek approval to change program. The patient said they had to wait 2 days before they could hear back from their doctor. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the rep requesting they follow up with the patient. The rep responded to the email and said that they just spoke with the patient and 'all set'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not mention any event details mentioned in their voicemail message. They noted it was unknown if the patient experience urinary retention prior to the device or if it had worsened since they had the device.